Manufacturer narrative:
The medfusion 3500 pump was received for evaluation. Upon receiving the pump, it was noted that the device was in good condition with no appearance of any physical damage. A manufacturing device history review, DHR, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The pump is over three years old. A power up process was performed to evaluated the reported event. The pump was unable to power up. It was discovered that the interconnect board does not operate as intended. Root cause could not be determined as no physical or any other damage was found on the interconnect board. The interconnect board was replaced, and pump passed all functional testing.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was an interconnect pcb failure. This occurred before the device was used with a patient.